Event description:
The device was used during a lung volume reduction procedure. Reportedly, the staples did not form properly, the instrument broke and tore tissue causing bleeding. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.